Manufacturer narrative:
Reagent issues have been excluded. The field service representative found 2 nozzles on the rinse unit were blocked. He also found the cuvettes were overfilled and fluid was on the surface of cuvettes. He adjusted the nozzles and ensured they were working properly. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tp2 total protein gen.2 results for 2 patient samples on a cobas 8000 c 701 module. Sample 1: the initial result was 101 g/l. The repeated result was 73 g/l. This result was performed on another system and was considered to be correct. Sample 2: the initial result was 95 g/l. The repeated result was 73 g/l. This result was performed on another system and was considered to be correct. The results were reported outside of the laboratory. The results were repeated due the physician complaining about incorrect results. The reagent lot number and expiration date were requested, but not provided.